Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the battery life had been very short lately, lasting 1-2 weeks since november. The patient was reportedly using new energizer lithium batteries from 3 different packages. The battery type was reportedly set correctly to lithium. The reporter denied cracks near the battery compartment, and stated that the threads inside the battery compartment were intact with no evidence of moisture. The reporter stated that the patient confirmed all alarms immediately and a review of the alarm history revealed multiple replace battery alarms. The patient reportedly received a low battery alarm today and replaced the battery again today. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.